Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 25jun2019. The manufacturer's field service engineer (fse) could not duplicate the reported drop in airflow. When using the fses test equipment and his circuit, he noticed it would drop around 8lpms. When using the customer¿s test equipment and his circuit, he noticed it would also drop around 8lpms. The manufacturer¿s field service engineer (fse) reported no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Caller reported unit failed flow accuracy test. There was no patient involvement.